Manufacturer narrative:
Vagus nerve stimulation (vns) induced status epilepticus: a case report. Authors: ting zhang1, zihua he1, jinmei li* department of neurology, west china hospital of sichuan university, chengdu, sichuan, china. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e010904.

Event description:
An article was written regarding an unknown patient implanted with vns. It was reported that prior to vns implantation the patient was experiencing an increase in seizures after their generator was increased 1.5 ma. On the night of this setting increase, the patient had three recurrent seizures within 30 minutes. Both the lead and generator were without malfunctions (per interrogation). Then, the vns was turned off and two days later, no recurrence of seizures was observed within the patient.... Once the patient was discharged, the vns was kept off. The author's of the article believes that the aggravation of status epilepticus was due to vns; upon current output being increased to a relatively moderate level (1.5ma, ¿normal cycling¿) without any other factors that could cause aggravation, including generator/lead failure. No other relevant information has been received to date.